Event description:
It was later reported the patient's implantable neurostimulator (ins) was "broken." It was noted the health care professional (hcp) said "impedances were over 4000 and that the ins was still letting out current to the tissue around their ins." The patient turned off the device due to hcp's comments. It was also noted the hcp said "if it would have continued the patient would have had tissue damage." It was also noted the patient did not think the procedure was "pleasant." It was noted it was "painful and not a good time." The patient had been limited in what they were able to do. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that a revision was needed due to high impedances. The health care provider (hcp) was trying to contact the patient to schedule the surgery, but had not made contact. It was stated that the device was not broken, and there was no product failure. It was noted that the patient misunderstood what the physician's assistant said. It was stated that the patient reported to the hcp in november that they were "doing crunches and rolled over the implantable neurostimulator (ins) and felt a jolt of sorts". When the revision surgery is scheduled the hcp will contact the medtronic representative. No further information on this event was reported.

Event description:
It was stated that the stimulation had lost effectiveness about 2 months ago as it was just "not working as well" as it had before. It was disclosed that about 1 month ago, the patient had been on a mat at the gym and she had sat up and felt a "jolt" and that had been the last time she had felt anything from her implantable neurostimulator (ins). The patient was at her healthcare provider (hcp) the day before this report and was told the ins was "broken" and would need to be replaced. The patient was told, the ins was still outputting electricity and there was a concern that she could suffer tissue damage. Two weeks later all impedance values were reported to be over 4000 and the patient was supposed to follow-up with her hcp in one month. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v498749, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received from the patient and it was reported that the patient was doing sit ups and felt a zap. The patient reported that she went home and used the patient programmer and it kept having a question mark (poor communication). No outcomes were reported at the time of this report.